Event description:
It was reported the patient complained of chest pain. A computed tomography scan confirmed the right ventricular (rv) lead helix had dislodged along with lead perforation. A lead revision was performed. The physician felt there was a problem with lead maneuverability. The threshold measurement on the rv lead was high. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator (ipg) (B)(6) 2013; 5086 implantable pacing lead (B)(6) 2013. (B)(4).